Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and the forceps elevator wire channel. The customer uses amiosyme x3 detergent during the pre-cleaning process. During the manual cleaning process, the customer uses amiosyme x3 detergent and brushes the instrument channel, suction cylinder, instrument channel port and distal end/area around elevator. The customer uses asept in med (201785) brushes. The scope is manually disinfected with amioxyde. The customer does not use an automated endoscope reprocessor (aer) treatment. The scope is stored in drying cabinet, eset by olympus. Olympus is the maintenance company used by the customer. It was not specified if the scope is sterilized. During the evaluation, it was uncovered that the lens glue on the distal end and on the charge-coupled device were chipped. It was observed that the glue of the bending section cover was separated. It was also observed that the biopsy channel had wear and tear. It was observed that the knob wire was stretched. Lastly, white dots were observed on the charge-coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 150 colony forming units (cfus) of unspecified microorganisms. During the second sampling, the scope tested positive for 100 cfus of unspecified microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.